Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The up arrow button did not respond due to corroded keypad trace. No frozen screen was noted during testing. The insulin pump was monitored and no humming noise anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube.

Event description:
The customer reported that her insulin pump became frozen during a bolus delivery attempt and upon replacing the battery, the pump became stuck in a low reservoir alert. The customer stated the insulin pump was making a humming noise and none of the buttons would work. Cracks in the insulin pump were mentioned on the reservoir compartment, battery compartment, lcd screen, and by the reservoir window. The customer's blood glucose was 201 mg/dl. She was advised to discontinue use and revert to a back-up plan. Nothing further was reported.